Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of the retrieval bag falling off the metal supports. Based on the condition of the returned unit and the description of the event, it is likely that the actuator was retracted and redeployed multiple times, which resulted in the retrieval bag falling off the metal supports upon full deployment. The instructions for use states, "do not retract prior to full deployment." Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Event description:
Procedure performed: gastrectomy. Event description: during the procedure, the device encountered significant resistance when attempting to deploy the specimen bag. Upon applying additional force, the bag completely detached from the shaft, rendering it unable to be unfurled or used. There is no impact to patient. Additional information provided by [name] on 10nov2025: the bag completely fell off the supports, the tips of the supports exposed inside the patient. The bag fell/partially slipped down the supports during bag manipulation to unroll the bag. Intervention: user replace with a new one to complete this surgery. Patient status: fine.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be provided upon the completion of the investigation.

Event description:
Procedure performed: gastrectomy. Event description: during the procedure, the device encountered significant resistance when attempting to deploy the specimen bag. Upon applying additional force, the bag completely detached from the shaft, rendering it unable to be unfurled or used. There is no impact to patient. Additional information provided by [name] on 10nov2025: the bag completely fell off the supports, the tips of the supports exposed inside the patient. The bag fell/partially slipped down the supports during bag manipulation to unroll the bag. Intervention: user replace with a new one to complete this surgery. Patient status: fine.